Manufacturer narrative:
Awaiting product return to smiths medical. If the product is returned, smith medical will return this complaint for further investigation.

Event description:
It was reported that the alarm showed no disposable clamp tubing. No patient injury was reported.